Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope/near syncope. It was reported that there was far field r-wave oversensing on the right atrial (ra) lead, which were falling into the atrial refractory period. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.